Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that since the rep could not communicate with the device, they cannot be certain which component of the scs system was not functioning appropriately, but the car accident was deemed to be the logical cause. A replacement is being scheduled for the patient. Once they can disconnect the battery from the leads, they will test the integrity of the existing leads to find if the entire system needs to be replaced or if replacing the battery will suffice. No further complications were reported.

Event description:
Additional information was received from the rep on march 24, 2020. It was reported that there was information provided on march 17, 2020 that the replacement surgery was being rescheduled due to the covid-19 outbreak. The rep noted they would add a note in the patient's file to notify the field that return of the ins has been requested. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a car accident and after the accident their spinal cord stimulator (scs) no longer worked. They could not turn on the ins and they could not charge the ins. The patient had a loss of therapy. The manufacturer representative (rep) met with the patient today and they were unable to communicate with the ins. The event occurred on (B)(6) 2020. It was it was indicated that the rep would discuss the issue with the doctor. No further complications were reported/anticipated.